Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error and no response of button press. The customer¿s blood glucose level was 173 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm and unable to download. Visual inspection reveals the force sensor cable is incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test. Device received pump error 35 because the force sensor cable is incompletely plugged in. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with damaged serial number label.